Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have experienced their aligners rubbing against the inside of their cheek causing sores. It took them 6 days to get use to the discomfort caused by this. Provided fit tips and they are to update if the tips helped with the discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.